Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated that he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 11:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.7 inr. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is weekly.